Manufacturer narrative:
G4:29dec2020. B4:08jan2021. The field service engineer (fse) replaced the power supply to address the reported issue. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20sep2020.

Event description:
The customer reported that the unit has no ac power. The customer contacted product support and requested for service repair. Product support provided a part quote for the power supply. The customer reported that the unit was not in use on a patient.